Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. No roche reagent of software was identified as the root cause. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days. The customer stated that there have been no further issues following the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erratic results for 4 patient samples tested for mg2 magnesium gen.2 (mg2) on a cobas 8000 c 702 module. Of the data provided, the results for 2 patient samples were a reportable malfunction. The customer mentioned that they had recently switched to a new larger mg2 cassette type on (B)(6) 2017. The customer also mentioned that they run qc every 4 hours with results alternately passing and failing. Patient #1 initial mg2 result was 4.7 mg/dl with a repeat result of 2.2 mg/dl. The initial result for patient #1 was not reported outside of the laboratory. For patient #1 the sample was collected offsite and it was not known if the sample was manually loaded or processed by a modular pre-analytics system. Patient #2 initial mg2 result was 3.1 mg/dl with a repeat result of 2.2 mg/dl. The initial result for patient #2 was reported outside of the laboratory and a corrected report had to be issued. Patient #2 was a patient in the emergency room and samples collected from the emergency room are manually loaded and tested in a hitachi cup. The repeat results were deemed to be correct. There were no adverse events. The mg2 reagent lot was 27857601 with an expiration date of 31-may-2019. The field engineering specialist found a fluidics failure. He found the rinse mechanism dispense volumes to be low due to low pressures. He performed a bleach decontamination which allowed him to adjust the volumes back into specifications. He found a small hole in the vacuum tubing of one of the rinse nozzles. He performed fluidic adjustments and confirmed all probe positioning. He observed proper analyzer function while the customer was performing calibration and qc testing. Mg2 qc was in range. He performed precision testing.